Manufacturer narrative:
Concomitant medical product(s): product ID: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a "tinge above [the] pacer site" and presented to the emergency department. A review of the patient's transmission revealed the right atrial (ra) lead had chronically high thresholds. The ra lead remains in use. No further patient complications have been reported as a result of this event.